Event description:
It was reported that on 27 april 2023, a 25mm navitor valve was chosen for implant using a flexnav delivery system during a transcatheter aortic valve implantation. The patient had severe aortic calcification noted prior to implant. A pre-dilatation was performed with a balloon aortic valvuloplasty (bav). There was no difficulty deploying the valve. After release of the valve, there was severe transvalvular aortic regurgitation as well as mild perivalvular leak noted on transthoracic echocardiogram (tte). A post-implant balloon aortic valvuloplasty was performed with a 18x20mm balloon, but the aortic regurgitation worsened. A 20mm non-abbott valve was implanted via valve-in-valve procedure. The sizing of the native aortic valve was measured as 364mm^2 for annular area, 69.3mm for perimeter, and 18.1mm by 25.6mm for diameter. The patient was reported to be stable. No additional information was provided. Subsequent to the previously filed report, additional information was received that the patient had a delayed coronary obstruction. No additional information was provided.

Manufacturer narrative:
An event of severe transvalvular aortic regurgitation and mild perivalvular leak was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Echocardiogram images were reviewed but limited color views were provided. In one view, it appeared that the patient had a paravalvular leak. Procedural images were reviewed. A 25 mm navitor valve was selected for implant. The initial partially deployed position was too deep. The final implant position was too deep. Due to the deep implant depth, the naviseal cuff was sub-annular and not being utilized to seal as intended by the design. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined however is consistent with deep deployment of the valve. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Na.

Event description:
It was reported that on (B)(6) 2023, a 25mm navitor valve was chosen for implant using a flexnav delivery system during a transcatheter aortic valve implantation. The patient had severe aortic calcification noted prior to implant. A pre-dilatation was performed with a balloon aortic valvuloplasty (bav). There was no difficulty deploying the valve. After release of the valve, there was severe transvalvular aortic regurgitation as well as mild perivalvular leak noted on transthoracic echocardiogram (tte). A post-implant balloon aortic valvuloplasty was performed with a 18x20mm balloon, but the aortic regurgitation worsened. A 20mm non-abbott valve was implanted for replacement. The sizing of the native aortic valve was measured as 364mm^2 for annular area, 69.3mm for perimeter, and 18.1mm by 25.6mm for diameter. The patient was reported to be stable.

Manufacturer narrative:
An event of severe transvalvular aortic regurgitation and mild perivalvular leak was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The video recordings of the fluoroscopy appeared to be showing a couple of partial deployments which were deep. Information provided by field does not allow a view which can talk to leaflet function. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including specification for radial force. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2023, a 25mm navitor valve was chosen for implant using a flexnav delivery system during a transcatheter aortic valve implantation. The patient had severe aortic calcification noted prior to implant. A pre-dilatation was performed with a balloon aortic valvuloplasty (bav). There was no difficulty deploying the valve. After release of the valve, there was severe transvalvular aortic regurgitation as well as mild perivalvular leak noted on transthoracic echocardiogram (tte). A post-implant balloon aortic valvuloplasty was performed with a 18x20mm balloon, but the aortic regurgitation worsened. A 20mm non-abbott valve was implanted via valve-in-valve procedure. The sizing of the native aortic valve was measured as 364mm^2 for annular area, 69.3mm for perimeter, and 18.1mm by 25.6mm for diameter. The patient was reported to be stable.